Event description:
It was reported that thrombosis occurred. A left atrial appendage closure (laa) procedure was performed and a 27mm watchman flx left atrial appendage closure device was implanted. The patient returned for a routine 45-day transesophageal echocardiogram (tee) on (B)(6) 2023, and a large mobile echo density attached to the top of watchman device was noted. Tee report noted the watchman device was well seated and there was no flow in the laa. The patient was taking eliquis 5 mg twice daily and 81 mg aspirin daily since the implant. The patient was hospitalized on the same day and placed on a heparin drip. At the time of reporting, it was noted that the patient remained in the hospital on (B)(6) 2023, and the treatment plan is to bridge the patient to warfarin.